Manufacturer narrative:
A ge service representative performed an on site investigation. The central processing unit was replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 9800 system would not x-ray. No patient injury was reported.